Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was in operational. A technical support specialist (tss) dialed into the station and noted it was not in disconnected mode. Tss verified that synchronized status was current. After checking the app server and showed a last upload of 2:59 with server time at 3:03. Health sight viewer (hsv) confirmed no disconnected alerts. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cdu was currently on disconnect mode, preventing nursing staff from retrieving medications from the cabinet. Although the device appeared to automatically enter critical override, its lack of communication with the pyxis servers were preventing normal operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.